Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced due to endocarditis. It was noted the patient was being treated with an immunosuppressive drug for cancer treatment. Antibiotic treatment was also necessary. No further patient complications have been reported as a result of this event.